Event description:
A customer reported that during surgery, the equipment and the footswitch stopped working. The surgeon exchanged several cassettes and was able to proceed and complete the surgery with the same console. There was a delay of approx an hour while the troubleshooting was accomplished. No harm to the pt was reported.

Manufacturer narrative:
The company representative examined the system and could not duplicate the customer reported event. The company representative cleaned the cassette receptacle and ID plate. The system was then tested and met product specifications. No samples were returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk. (B)(4).